Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was unable to generate or download reports from the server, as the application hung or delayed during login; attempts to manually enter report details also failed. A technical support specialist remotely accessed the carefusion coordination engine (cce) system and identified that the internet information services (iis) server or carefusion coordination engine (cce) instance was not running, started the internet information services (iis), which restored access to the just-in-time (jit) management console and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server a jit management console 404 error was encountered. The customer reported being unable to generate reports on the server. When attempted to log in to generate reports, the system delayed or hanged and does not allow the reports to be downloaded. The customer also attempted to manually enter the report details; however, the issue persisted and remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.